Event description:
During prep of the ablation catheter, the splines were inverted. The catheter was not used manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).